Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the event of "effusion" was reported.

Manufacturer narrative:
In response to FDA report number: 5096648. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30+ anaplastic large cell lymphoma limited to effusion without direct capsule involvement.

Event description:
Healthcare professional reported "breast implant associated anaplastic large cell lymphoma." The pathological marker of "cd30+" was provided. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "breast implant associated anaplastic large cell lymphoma" and "effusion". The pathological marker of "cd30+" was provided. This record represents the left side. Device has been explanted.